Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) lead exhibited low, out-of-range shock impedance measurements ranging from 9 to 15 ohms. When the pocket was opened, the physician noted insulation damage on the rv lead. This lead was surgically abandoned and a new rv lead was implanted with the new device. No additional adverse patient effects were reported.